Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted; if explanted; give date: not applicable as the iol was not implanted. Device evaluation: the product associated to the complaint was received in the original folding carton and lens case. The lens is cut in two pieces. This could be related to the reported removal process. One haptic is detached; the reported issue as haptic damaged was not verified, it was haptic detached verified on the returned product. According to the initial report the iol was fully inserted in the patient's operative eye. Since the lens preparation conditions could not be recreated a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. As a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Reported lens damage was captured in (B)(6) 2020 vmsr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 20.0 diopter intraocular lens (iol) the haptic was broken. Through follow up, customer account provided additional information confirming the iol was fully inserted in the patient's operative eye, incision was enlarged, unplanned suture(s) were needed, and the same procedure was completed successfully using backup lens with same model and diopter size. Reported lens damage was captured in (B)(6) 2020 vmsr report. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.